Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported rupture and capsular contracture, baker grade unknown. Device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture and capsular contracture baker grade unknown. Patient later reported implant was broken, tissue formed antibodies and then became chronically inflamed. Patient additionally reported pain, hard breast, capsular contracture baker grade IV, and granuloma. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a5, a6, b5, b6, d1, d2, d4, d6a, d6b, g2, h4, h6.

Event description:
Patient reported right side rupture and capsular contracture baker grade unknown. Patient later reported implant was broken, tissue formed antibodies and then became chronically inflamed. Patient additionally reported pain, hard breast, capsular contracture baker grade IV, and granuloma. Device has been explanted and replaced.